Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine incontinence, fatigue, cramp in lower abdomen, hypertension, dysmenorrhea, excessive menstruation, chronic cervicitis, endocervical squamous metaplasia, hyperplasia and pelvic pain female. Concurrent conditions included vulval itching and erythema. Concomitant products included ibuprofen from (B)(6) 2011 to (B)(6) 2018, ketorolac from (B)(6) 2011 to (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems:mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain/abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy left ovary). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder and fatigue had resolved and the depression, anxiety, abdominal pain, urinary tract disorder, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2011 now it is reported (B)(6) 2011. Treatment received for pain, bleeding, injury related to essure, other injury(fatigue). Leave about 3 coil in left side, same procedure repeated on right side with 3 coils outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, reporter information were added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulval itching and erythema. Concomitant products included ibuprofen from (B)(6) 2011 to (B)(6) 2018, ketorolac from (B)(6) 2011 to (B)(6) (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems:mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain/abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy - left ovary). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and fatigue had resolved and the depression, anxiety, abdominal pain, urinary tract disorder, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2011 now it is reported (B)(6) 2011. Treatment received for pain, bleeding, injury related to essure, other injury(fatigue) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received. Outcome of event : physical pain/pain pelvic/pelvic pain, gen. Abnorm. Bleed , abnormal bleeding (vaginal) ,abnormal bleeding (vaginal) , bladder problems , urinary problems , fatigue updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulval itching and erythema. Concomitant products included ibuprofen from (B)(6) 2011 to (B)(6) 2018, ketorolac from (B)(6) 2011 to (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems:mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy - left ovary). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2011 now it is reported (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. New events migraines / headaches, dysmenorrhea, fatigue were added. Date of removal was added. Case become incident. Surgery added to pelvic pain. Outcome updated to pelvic pain. Event onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.